Event description:
Had a boston scientific scs implanted, laminectomy with paddle. Device was shocking me daily, twice really bad made my whole spine hurt also caused high blood pressure had never had an issue with bp before went to emergency room in (B)(6) 2022. Finally had removed in (B)(6) 2022 now living with new pain have post laminectomy syndrome and awful muscle spasms, it's been 19 months since removal and it's not getting any better. I feel like I have nerve damage, this device has caused so much pain and ongoing issues. Reference number (B)(4) this is all the information that goes with the free link remote control kit to the device.